Event description:
Received notice of litigation. Pt was admitted for an exploratory laparoscopy, operative laparoscopy, with a right salpingo-oophorectomy, "after adequate mobilization of the tissues the endo-gia was placed into the right port across the ovarian artery and vein and the right mesosalpinx. The endo-gia was activated. The stapler malfunctioned but the vessels were cut. They were not bleeding profusely but there was still some oozing from the line of the staples. Another clip applier was put in and the remainder of the mesovarium and right ovary and portion of the fallopian tube were excised with the endo-gia. Attention was next focused on the oozing from the endo-gia stapler malfunction. The areas of the bleeding were noted, and clips were applied to those areas. The operation was then completed. Post operatively, patient's hemoglobin was 8.8 and hematocrit was 26.0." Patient was taken "back to the operating room for an exploratory laparatomy for suturing of ovarian artery and vein and mesosalpinx and mesovarian."